Event description:
It was reported that the customer had a blank display on the insulin pump. Customer had stated that she started having battery errors on her pump about 2 weeks ago. Customer bought new batteries and tried them but received battery out limit alarms, low battery alerts, and then a blank display. Customer was advised that sometimes doing just a pump reset by leaving the battery out for 10 minutes will bring the display back. Customer tried replacing the battery cap but still had issues. Customer reported that the threads on the battery cap may be a little worn and it never quite lined up with the reservoir. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was noted on the isolation tape. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.